Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause could not be determined.

Event description:
During review of a returned homechoice device, a high drain error 104 alarm was identified. This alarm occurred on (B)(6) 2012, during night drain four. This information meets increased intra-peritoneal volume (iipv) criteria. The patient was involved and no additional information is available at this time.